Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, ICU medical will reopen this complaint for further investigation. A review of the device of the device history records could not be completed as no lot number was provided by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cassette there was 50ml x 3 doses in the bag were the volume to be infused dose. 30 minutes is the infusion time. 60 ml drug left after infusion completed. They are asking for the administration set code that used. Patient not affected. No patient injury. No additional information.